Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold and low sensing. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold and low sensing. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported. Additional information received from the field which indicated that lead issues were undetermined or were not known as the x ray looked normal.